Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "aequalis humeral nail removed and 2 pins were implanted." This reportedly occurred the day after the implant surgery. No further patient complications have been reported as a result of this event. Aequalis humeral nail removed and 2 pins were implanted.